Manufacturer narrative:
The customer reported a complaint of "a malfunction on the thermogard xp ivtm system's (B)(6) compressor" was confirmed during the functional testing performed by the zoll distributor at the customer site and the event log review performed by zoll service personnel. The thermogard xp ivtm system failed functional testing due to tcmid:06 (ce post failure) error message related to the customer-reported complaint. The event log review indicated tcmid:06 error messages around the reported event date, thus confirming the customer-reported complaint. The possible root cause for the tcmid:06 error was a defective ce (cooling engine) heater, likely attributed to the device's aging. The thermogard system was manufactured in 2012 and is nine years old, well past the expected serviceable life of 5 years. Zoll distributor is working on trading in the thermogard system for replacement. Therefore, service was not required to be performed by zoll at this time. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (B)(4) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported a malfunction on the thermogard xp ivtm system's (B)(4). Compressor. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.